Event description:
The hospital reported that during procedure, hemopro2 extension cable did not work. Cord would not cauterize, provide energy properly. Checked connections on disposable, and power supply. They did all the testing and changed to another vh-4030 to complete case. No patient effects or delays reported.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.